Event description:
The patient reported a loss or change of therapy. She had been having a lot of problems with therapy feeling "electricity" going down her legs since (B)(6) 2016. She was also feeling a funny feeling like "shocking" in the vaginal area when she was pushing or having a bowel movement since (B)(6) 2016. She went to the healthcare provider's (hcp) office and saw the nurse practitioner and she adjusted the setting. The patient started to wet and soak her bed at night since (B)(6) 2016. She could not make it to the bathroom since the end of (B)(6) 2016. The patient was on program 2 at 3.1 volts on (B)(6) 2016. She did not feel stimulation and therapy was found off. She noted that it may have been off for a couple of days or day. She turned stimulation on and was feeling it. She was scheduled to see her hcp on (B)(6) 2016. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had no shocks and their accidents were decreasing. They stated that they increased their settings, per their hcp, and this resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.